Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2008, the pt was reportedly in atrial fibrillation. During the interrogation of the device, the message "implant in fallback mode switch" was displayed. The physician reported that no arrhythmia episode were available in the device memories. The physician noticed that several statistics discrepancies and requested add'l info about the way arrhythmia episodes are recorded.

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): method (other): review of the electronic data and files rec'd. Conclusion: regarding unavailability of arrhythmia episodes in aida+ during (B)(6) 2008 follow-up, the reported event could not be confirmed, therefore, no final conclusion could be drawn. Nevertheless, it should be noted that these episodes were available in the pt file generated during this interrogation. Regarding the reported discrepancies between aida+ and statistics, they resulted from the fact that aida+ was not reviewed at a one year interval, as recommended. Aida+ should be programmed at least once a year in order to ensure proper synchronization adn record of all data.